Event description:
It was reported that at implant, the lead impedance was greater than 2000 ohms. It was also reported the helix did not deploy even after it was removed. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that at implant, the lead impedance was greater than 2000 ohms. It was also reported the helix did not deploy even after it was removed. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.